Event description:
A falsely depressed pt result was reported on a patient sample. The results was reported to the physicians. The sample was repeated and a higher result was obtained. Patient treatment was not changed. There was no report of adverse health consequences as a result of the falsely depressed inr.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed pt results was user error the user ignored the " results doubtful flag".